Event description:
Paramedics attempted to administer external pacing to a pt diagnosed as asystolic (no other pt details reported). The operator was allegedly unable to increase pacing current above 0ma and use of the pacemaker was inhibited. The pt's outcome was not reported.